Manufacturer narrative:
Refer to the corrected information in section e1.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the 30-degree endoscope was difficult to rotate. The customer used a backup endoscope to continue with the procedure. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope housing did not rotate well and eventually stopped rotating. The displayed image was inverted. The vision orientation did not change on its own.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. .